Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump bolus was stopped. The customer's blood glucose values were 190 mg/dl, 129 mg/dl. The customer was assisted with troubleshooting. The customer was also reported that the insulin was not delivered and insulin pump said timed out. The insulin pump will not be returned for analysis.